Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had scratches on the screen and it was difficult to read. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that there was rainbow effect on the screen in sunlight, the insulin pump had rejected new batteries, and the reservoir cap didn't lock and feels insecure. The insulin pump will not be returned for analysis.